Event description:
An impella cp was inserted via the right femoral artery to support a 52-year-old male patient who had been admitted in with indication of acute decompensated chronic cardiomyopathy, presenting in scai stage e shock. The patient had known coronary artery disease and diabetes. Prior to the cp placement the patient was known to have been supported by an intra-aortic balloon pump. Other medical history was not shared. The cp was supporting in the ICU when the team planned to reposition the pump with echo imaging. The patient had suffered from ectopy the night prior and they had medically managed the patient. The medication prescribed was not shared. The plan was to reposition the pump with echo imaging. There were no positional alarms that prompted the repositioning. The pump was repositioned, and then the pump was seen to have low pump flows. They were unable to maintain flows over 1 with higher p level. The team returned the patient to the cardiac catheterization lab and removed and replaced the pump. Biomaterial was observed at the pump explant. Support proceeded on the second pump. The exchange was performed with no clinical consequence to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.